Event description:
The initial reporter alleged they observed initially borderline reactive results in patient samples tested with the hbsag g2 elecsys cobas e 100 v2 assay on the cobas e411 disk analyzer. Upon re-testing, the same samples generated non-reactive results.

Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hbsag ii assay performed within specifications. A review of calibration and quality control data indicated that the system was functioning as expected. However, tendencies toward low and high results were observed in the quality control data for certain levels. The root cause was attributed to a combination of instrument service requirements and pre-analytical factors related to patient sample handling, such as clotting time, centrifugation, and the presence of clots. The customer was advised to perform instrument maintenance, including replacing specific components, verifying bead mixer speed, and ensuring proper cleaning protocols. Additionally, recommendations were provided to review and optimize pre-analytical sample handling procedures.